Manufacturer narrative:
(B)(4). D10: cocr head 32/ 0 'm' 12/14, item: 14320620, lot: 3056255. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ stem. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 6 years post-implantation after a bone scan identified a fracture at the distal tip of the femoral stem with associated pain. The stem and head were removed, and a revision femoral reconstruction was performed using the arcos system. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha and revised due to pain and peri prosthetic fracture. The operative notes from the procedure state there was a vancouver b fracture found around the stem of the medial calcar over the cortex of the femur. Stem was removed and replaced with an arcos system, and fracture stabilized with 3 cerclage wires with good fixation. No other complications noted. An x-ray image was provided, however was not further reviewed as the image of bone scan is of poor quality and postop image would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.